Event description:
It was reported that the bd maxzero needleless connector leaked. The following information was provided by the initial reporter, translated from italian to english: dripping following the use of the product additional information received from the customer: confirm how the fault was identified? The fault was identified following direct communication from the nephrology and dialysis department to our pharmacy service. Confirm when the defect was identified during priming or during infusion? If during the infusion, after how long? The defect has been identified during infusion, as soon as it is placed or after a short time. Confirm the brand and model of the connecting product(s)? Brand and model of packaging products: venflow brand bd and infusion outflow device brand benefis s.r.l. Confirm if there is any visible damage on the set, such as cracks, flares, or piston deformations? No obvious damage was reported. Confirm the exact location of the reported fault within the set? Droplet losses occurred between the outflow and the posiflow. Confirm which substance was infused during the event? Antibiotics or 0.9% saline were infused during the event. Confirm whether the sample has been disinfected - if so, when and with what substance? Disinfection is normally done with chlorhexidine 2%. Confirm if the component was picked up with a needle and then reused? Sometimes the component has been taken with a needle and then reused. Was there any harm to the patient? No noteworthy damage to patients, except for damp sheets or sweaters. Has the issue been identified with a user present and able to take action? "After the first case, yes. To see the correct administration, I had to be present to see if there was a problem. The intervention was the replacement of some posiflow or by connecting directly to the venflow". Have leaks been detected? Leaks have been detected on some posiflows. Has the problem occurred during use on the patient? The problem occurred while using the device on the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation result: three mz1000 samples were received for investigation; two of the samples were received without packaging and were contaminated with residual blood, whilst the other was received in sealed packaging from lot: 24036040. No connecting product were returned to aid the investigation. The customer reported that they experienced "dripping following the use of the product" "during infusion, [or] as soon as it is placed or after a short time." Additional information indicates that "sometimes the component has been taken with a needle and then reused." A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. They were further subjected to leakage testing by occluding the set at each joint and flushing with air using a 50ml bd plastipak syringe whilst submerged under water; no leakage was observed from the infusion set throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot: 24036040 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. As part of the feedback, the customer suggested the maxzero had been accessed with a needle, please note that accessing the maxzero with a needle will cause a leakage back through the hole due to the maxzero piston not being able to reseal. The maxzero is intended for use with a flat-tipped male luer lock or luer slip only and should only be accessed with a needle in an emergency situation. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 set in the past 12 months.

Event description:
The fault was identified following direct communication from the nephrology and dialysis department to our pharmacy service. The defect has been identified during infusion, as soon as it is placed or after a short time. Brand and model of packaging products: venflow brand bd and infusion outflow device brand benefis s.r.l. No obvious damage was reported. Droplet losses occurred between the outflow and the posiflow. Antibiotics or 0.9% saline were infused during the event. Disinfection is normally done with chlorhexidine 2%. Sometimes the component has been taken with a needle and then reused. No noteworthy damage to patients, except for damp sheets or sweaters. Regarding the question: has the problem been identified with a user present and able to intervene? The answer was the following "after the first case, yes. To see the correct administration, I had to be present to see if there was a problem. The intervention was the replacement of some posiflow or by connecting directly to the venflow". Leaks have been detected on some posiflows. The problem occurred while using the device on the patient.